Event description:
The customer reported the system was not producing fluoroscopic x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board was replaced. The system was then found to be operating as intended.